Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was over 40 mg/dl at time of incident. The button was sticking in past. The device was be returned for analysis.